Event description:
It was reported that a balloon rupture occurred. The 50-60% stenosed target lesion was located in the mildly tortuous and 50-60% calcified arteriovenous fistula. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon burst before reaching 8atm. The device was safely removed from the patient's body and the procedure was completed with another device. No patient complications were reported and patient was well post procedure.